Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was unknown mg/dl. The customer was treated with syringe for high blood glucose event. Customer's current blood glucose value was 400 mg/dl. The customer reported that the insulin was leaking at the top of the quick release. It was unknown if the customer was using the auto mode feature at the time of incident. The insulin pump will not be returned for analysis.